Event description:
Local customer support organization has reported that one of the co's sc9000xl patient monitors has been involved in the death of a pt. The incident description indicates that the sc9000xl monitor, with carrying handle, was in use while a pt was being transferred to the ICU. The monitor was being removed from the pt's bed, over their head, when the carrying handle broke. The monitor struck the pt's head, which caused serious head injuries, leading to the pt's death.